Event description:
It was reported the customer called the affiliate service call center to upgrade the mammotome to ex software.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.